Manufacturer narrative:
The field service engineer ran a photomultiplier voltage adjustment and performance testing that passed. The investigation determined the analyzer was performing to specification. An issue with the customer's laboratory information system (lis) was found that allowed the customer to manually push results to lis or "send to host" and give a result of "<16 pg/ml" at their host system based on our established measuring range. The customer was advised their lis needs a rule written to properly handle/translate the <test data flag.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys probnp ii immunoassay results from the cobas e411 rack analyzer. Patient 1 initial result was <16 pg/ml with a data flag and the repeat result was 331.4 pg/ml. Patient 2 initial result was <16 pg/ml with a data flag and the repeat result was 814.2 pg/ml. The questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The reagent lot number and expiration date were requested but were not provided.